Event description:
Device 2 of 2. Reference MFR report # 1627487-2013-19066. It was reported the pt was not receiving effective stimulation. The pt also needed to have an MRI. The pt's scs system was explained. The products will not be returned to sjm.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.